Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however the involved instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps (part #420205-16 / lot #k10220228 978) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a colorectal procedure performed by the console surgeon via system serial #(B)(4). There were 8 uses remaining after this last usage. This complaint is being submitted as a reportable malfunction based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the black insulation on the traction cable of the fenestrated bipolar forceps was found defective. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps cable was frayed with wire exposed but intact. There was no thermal damage or loss of cautery associated with the damage. No fragments fell into the patient. The patient demographic information is unavailable.

Manufacturer narrative:
Additional information can be found from the following fields: d9, g3, g6, h2, and h3. Failure analysis (fa) information can also be found in fields h6 and h10. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "black insulation on the pull rope is defective". For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be scraped off, approximately 0.05" x 0.02" in length, and bare wire was exposed. The missing material was not returned. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. Root cause is attributed to a component failure for the insulation damage to the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.